Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient initially implanted with a bifurcated stent and a suprarenal aortic extension on (B)(6) 2011. On (B)(6) 2016 computed tomography (CT) showed a type 3b endoleak. On (B)(6) 2016 the physician elected to implant an additional suprarenal aortic extension to seal the leak.